Manufacturer narrative:
The pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. We were unable to perform the self, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement or active current measurement tests due to the critical pump error alarm. During visual inspection, moisture damage was found on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the screen had red cross as the insulin pump was exposed to moisture. Customer's blood glucose value was 11.7 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.